Manufacturer narrative:
The reported event of devices shutting down during transport could not be confirmed. No product or event logs have been returned for this investigation. The root cause of the customer's experience was not identified.

Event description:
The customer reported during a patient transport from the cardiac cath lab the device shut down infusing reopro at an unspecified rate. The nurse was unaware it stopped running for hours however there was no report of patient harm.